Event description:
It was observed that during the device evaluation, the duodenovideoscope had cracked glue on the adhesive around the lens and there were areas that were missing glue. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.